Manufacturer narrative:
Additional information was requested. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (atp) and six shocks for an apparent atrial driven arrythmia. Therapy was exhausted. The device remains in service and no additional adverse patient effects were reported.